Event description:
Revision surgery was performed due to breakage of the plate. It was reported that the pt was initially weight bearing and increased her loading on the limb. Her hip was replaced at the same time as the plate was applied. The pt had suffered a couple of falls due to suspected alzheimer's disease. She fell on 12/14 suffering great pain to her left femur. The x-ray showed that the plate had fractured.